Event description:
A pump malfunction was reported by the customer, but no significant events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer support provided instructions and assisted the caller in resetting the pump, ensuring the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the caller acknowledged.